Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained right ventricular oversensing caused by post paced t wave oversensing was observed via remote transmission. The patient did not receive therapy during the oversensing. Programming changes were made and the patient had no complaints or issues after the changes were made.